Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, (B)(4) : inratio: >7.5, (B)(4) : re-test: 1.7, lab: 2.34. Customer completed self test (non-coumadin user) on meter that gave >7.5 result, and it gave two unk error messages.

Manufacturer narrative:
Investigation pending.